Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced essure migrated in intraperitoneal part and was found in mesocolon area. No information given on patient's history, past drugs and concurrent conditions. It is not reported whether the patient received any concomitant medication. On (B)(6) 2013, the patient had essure (fallopian tube occlusion insert), lot number b44009, inserted at unk for sterilization. Insertion was successful. On (B)(6) 2014, essure on the left side was extrauterine and migrated in intraperitoneal part seen on repeat plain abdomen x-ray, ultrasound and CT-scan performed 3 months after the insertion. Clinical consequences observed: infectious and hemorrhagic risks. Removal of essure was performed vial celioscopy on (B)(6) 2014. Essure was found in mesocolon area. Essure was not kept. Case medically significant according to the reporter. The outcome of the event essure migrated in intraperitoneal part and was found in mesocolon area was unknown. Reporter causality was not reported. No further information available at the time of this report.